Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal noise appearing in the image; unable to capture an image. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation, it is likely the circuit board failure inside the scope connector led to the additional malfunctions: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had vertical stripe noise occurring in the image. The issue was found during the inspection for use. There were no reports of patient involvement.